Event description:
The pt was a male. The target lesion was the mid left anterior descending (lad). The lesion was de novo. The vessel was moderately calcified but not tortuous. There was 90% stenosis. Ivus was conducted and two balloons (rosso, 2.25mm, sprinter 3.0mm) were used to pre-dilate the target lesion. After that, a 3.0 x 23mm cypher stent (lot i1006159) was being implanted at the target lesion. While inflating the cyper stent at the target lesion (inflation time and pressure unk), the pressure did not increase. Therefore, the physician withdrew the cypher and confirmed imprints of a possible kink, and so, the physician decided to implant a different cypher. A 3.0 x 28mm cypher stent was implanted at the target lesion at 12atm for 30 seconds without problem. After that, post-dilation with a 3.25mm nc raptor balloon was conducted and ivus was conducted and the physician confirmed the cypher to be fully dilated. The procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. During a coronary stenting procedure, a 3.0/23mm cypher stent delivery system would not inflate. The sds was exchanged for another and the procedure was completed successfully. Visual exam of the unit after removal identified "imprints of a possible kink". A clinically used cypher sds was returned for analysis. Residuals of crystallized inflation medium were seen inside the inflation lumen. The stent was still mounted on the balloon. The proximal shaft had a leakage 26.5 cm distal to the hub. Due to the leakage in the proximal shaft, the balloon could not be inflated. After the proximal shaft was cut through just distal to the leakage, the balloon could be inflated with a special tool without any difficulty. Scanning electron microscopy performed on the outer surface of the shaft material revealed evidence of surface abrasions that might have caused the shaft leakage. It appears that these abrasions were caused somewhere during the procedure. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Conclusion: it appears that the procedural factors might have contributed to this event.